Manufacturer narrative:
The autopulse platform/battery in complaint was returned to zoll on 09/09/2013 for investigation. Investigation results as follows: the reported complaint has been confirmed. A review of the archives found multiple user advisory 41 (patient temperature sensor failure) occurring on (B)(6) 2013. The archive did not show any ua 41 faults occurring on the reported event date of (B)(6) 2013. The investigation results indicate that the cause of the reported ua 41 is a failed temperature sensor. Upon replacement of the defective temperature sensor, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 41 message that could not be cleared. No patient involvement was reported.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.